Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6), 2010 the patient was experiencing the symptom of slurred speech. While symptomatic, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient administered self-treatment by drinking orange juice; she did not seek any medical attention. Troubleshooting revealed the patient had correctly replaced the batter and the test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, there was no delay in treatment, and the patient denied seeking medical attention. However, as the meter power issue was not resolved, this complaint is being reported.